Event description:
Pt. Sustained large area of redness on upper back after lengthy MRI. Wound team described it as "area is red, warm to touch with no drainage present. Has scattered pin point red spots towards center of back in peri wound area".what was the original intended procedure?MRI brain and spine.device #1is this a laboratory device or laboratory test?no.